Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server medications that had already been verified by the pharmacy were not crossing over to all stations. The customer confirmed that they were unable to see any medications in those patients profiles and had already set all the stations to critical override. However, there were no delays, adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server medications that had already been verified by the pharmacy were not crossing over to all stations. The customer confirmed that they were unable to see any medications in those patients profiles and had already set all the stations to critical override. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.